Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Sam e case as MDR ID: 2134265-2016-01756. It was reported that stent movement on balloon occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 4.00x24mm synergy drug-eluting stent was advanced through the guidezilla but it failed to cross the lesion. The stent delivery system was removed outside the patient and it was noted that the stent moved on the balloon and the stent struts were lifted. Another synergy drug-eluting stent was advanced to the lesion. However, the stent also moved on the balloon. The procedure was completed with another device. No patient complications were reported and the patient's status was good.